Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds (clip delivery system) and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation determined that the increased mr resulting in heart failure was likely associated with procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mr (mitral regurgitation) and heart failure, as listed in the mitraclip system instruction for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported worsening mr and heart failure were related to procedural conditions; there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on 09/09/2015, the mr (mitral regurgitation) grade was reduced to two when the third clip grasped the leaflets; however, the mr grade increased after deployment of the third clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The following comments were made by the abbott vascular senior medical advisor: there is no evidence of a device issue in this incident. All clips were implanted with a reduction in mitral regurgitation after the first procedure. The increase in mr back to the pre-procedure level eight days post was likely due to an untreated jet. As reported there was no evidence of device detachment from the leaflets or any other issue. Therefore the increase in mr and need for an additional procedure are not indicative of any device issue.

Event description:
This report is filed for the recurrent mitral regurgitation requiring intervention. It was reported that three mitraclips were implanted on (B)(6) 2015 in the patient with functional mitral regurgitation (mr) reducing mr from 4 to 2-3. Although there were no difficulties with clip implantation and no device issues, the procedure was stopped to evaluate the results. Eight days later, on (B)(6) 2015, the patient was experiencing heart failure symptoms and mr was back at 4. The first three implanted clips were confirmed to be stable on both leaflets. A fourth mitraclip was implanted, but mr was unchanged and remained grade 4. There were no device issues with the 4th clip during the procedure. There was no additional information provided.